Event description:
It was reported that during a follow up high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. On x-ray insulation damage was noted. The lead was subsequently explanted and will be returned. No adverse patient effects were reported.

Event description:
It was reported that during a follow up high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. On x-ray insulation damage was noted. The lead was subsequently explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned in two segments. The terminal pin and tip including most of the distal coil were not returned. Visual inspection revealed cuts and tears in the insulation and extraction type damage was noted from a mechanical extraction tool. In addition, the conductor coils were stretched and deformed and the proximal end of the distal spring electrode and distal end of the proximal spring electrode was separated from the lead body insulation. Visual inspection also revealed a fractured rate sense conductor coil. Laboratory analysis confirmed the high impedance allegation based on the findings of a fractured conductor on one of the returned segments. The fracture charectericis were consistent with cyclic fatigue. The insulation damage allegation was not confirmed on the segments of the lead returned.